Event description:
The customer reported that the system intermittently displayed a communication failure error message followed by an attempt to reboot itself. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller circuit board was replaced. The system was then found to be operating as intended.